Event description:
Facility reported an internal blood leak (first use). Estimated blood loss 250cc. (Circuit was changed). No medical intervention. The sample was discarded by the facility. Medwatch filed on the bloodloss.